Event description:
Diagnosis or reason for use: exploratory laparotomy, removal of uterine mass. (B)(4) allis clamp head portion broke off instrument while in use in the pelvis. The broken piece was immediately retrieved in its entirety.